Event description:
It was reported that during a unk procedure, the thread broke and the broken part was stuck in the harmonic shears. No further info is available. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.